Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the clinician had to untangle one of the motors that the cord had become grossly wound up due to the patient rolling in the bed. The patient was clamped out and the ventricular assist device (vad) was removed from the motor. The cords were untangled then the vad was plugged back into the motor and then came back up on rpms. A s3 alarm occurred right after and was silenced but not cleared. The connections were checked, and all appeared to be correct. The vad was changed to the backup motor and the s3 alarm cleared. The driver unit was changed out as well.

Manufacturer narrative:
This report was inadvertently submitted with a cfn-based MFR report number of 2916596. The correct MFR report number should have been fei-based 3003306248. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient remained on support listed for transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned centrimag console, serial number (B)(6), was evaluated due to the reported event of an s3: system fault alarm. The console was functionally tested at the service depot and was found to perform as intended throughout all testing; then, the console was returned to the customer site after passing all tests per procedure. The cause of the event was isolated to an issue with the returned centrimag motor (evaluated separately) and has been addressed via the motor¿s investigation. The root cause of the reported event was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.